Event description:
There is evidence of atrial over-sensing and possibly the late ventricular pace triggered the vt. In general, there were low p-waves and atrial capture management was slowly increasing. Recently the atrial impedance was decreasing: the combination of atrial over-sensing and low atrial impedance. Suggests that the atrial lead insulation is defective. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).